Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer alleging possible pump over delivery. Customer's blood glucose value was 54 mg/dl at the time of the incident. Current blood glucose was 105 mg/dl, 130 mg/dl, 60 mg/dl, 145 mg/dl, 189 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. Customer has been using insulin pump system within 48 hours of reported low bg event. The customer was treated with food. Customer will not returned device for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. Possible over delivery anomaly not confirmed. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. (B)(4).